Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to the inverter board. A known good inverter board was installed and the display became fully operational. There was no evidence of burn damage on the inverter board. An internal visual inspection of the returned cycler encountered a burned ac distribution board. There were no other discrepancies encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient¿s cycler turned off in the middle of the patient¿s peritoneal dialysis (pd) therapy. The patient reported that there were no recent power outages in the area. The cycler was powered back on and the screen was completely dark, however the keys lit up. The patient confirmed the power cord was secure and was connected to a three prong wall outlet. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient reverted to manual supplies for pd therapy. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the ac distribution board was burned.